Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer full height 6 failed. A field service engineer replaced the left slide rail of the full height main drawer 6 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had main drawer 6 failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.